Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacture's investigation is completed.

Event description:
It was reported that a centrimag motor started to overheat and make a clicking noise. The account communicated that he motor would be sent in for repair. No further information was received.

Manufacturer narrative:
Manufacturer's investigation conclusion: the returned centrimag motor was evaluated and tested by tech service. The reported complaint could not be verified during testing. The returned motor was operate with a test system for an extended period of time but no "clicking" or abnormal sounds were observed. The motor did not overheat or run at a high temperature. Per field action "fa-q318-mcs-1" the motor cable was inspected and no issues were found. The motor was functionally tested per the centrimag motor service process and the unit passed all tests. The motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a motor related issue. The tested motor was returned to the customer site. Reports of similar events will continue to be tracked and monitored. Although the root cause of the reported event could not be conclusively determined, similar reports of overheating motors have been noted to be a result of a centrimag pump not being fully or correctly seated in the motor's pump receptacle. The centrimag motor instructions for use states that the blood pump must be fully seated into the receptacle to function properly. This document also describes how the blood pump should be installed inside of the centrimag motor. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: section d3, g1 and g2.